Event description:
As reported, the smart control was opened by mistake. There was no malfunction on the device. It was not clinically used. The 2mm 30cm saber was used for below the knee but ruptured. The device was replaced with a non-cordis balloon catheter and the case was completed. There was no reported injury to the patient. This was an evt case. The lesion was between the superficial femoral artery and below the knee. The devices will not be returned. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, the smart control was opened by mistake. There was no malfunction on the device. It was not clinically used. The 2mm 30cm saber was used for below the knee but ruptured. The device was replaced with a non-cordis balloon catheter and the case was completed. There was no reported injury to the patient. This was an evt case. The lesion was between the superficial femoral artery and below the knee. No additional information has been provided. The device was not returned for analysis. A product history review of lot 82230540 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ could not be confirmed as the device was not returned for analysis. Without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. Balloon burst is often associated with vessel characteristics such as heavy calcification; however vessel/lesion characteristics were not provided. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the IFU also instructs that inflation at a high rate may damage the balloon. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82230540 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the smart control was opened by mistake. There was no malfunction on the device. It was not clinically used. The 2mm 30cm saber was used for below the knee but ruptured. The device was replaced with a non-cordis balloon catheter and the case was completed. There was no reported injury to the patient. This was an evt case. The lesion was between the superficial femoral artery and below the knee. The devices will not be returned.